Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported tower 240v. Evaluation of the boot logs showed that there were two monitors, but no monitor was connected through the digital visual interface (dvi) port of the tower. Evaluation of the tower 240v confirmed the reported condition. The root cause of the observed external monitor issue is most likely related to a software issue that is preventing the system from recognizing the connected monitor. The external monitor should be plugged in before the tower is powered on from the wall. A process improvement has been initiated to address this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the external monitor was not recognized by the hugo system and tower, despite following all necessary steps. Connected the external monitor to the digital visual interface (dvi) output of the tower before attaching the three power cables of the tower and turning it on. Additionally, ensured the external monitor was turned on and set to the correct source when powering on the tower. However, despite meeting all these conditions, to resolve the issue the process still required ten minutes of power-up time, ten minutes of power-down time, and an additional ten minutes of power-up time, resulting in a total loss of thirty minutes for an external monitor with an output validated by medtronic after turning off the robot, unplugging the cables, reconnecting the dvi cable and network cable. The team suggested that this issue could be resolved if hugo's tower featured a plug-and-play system to detect the monitor at any time, along with a larger operating room team interface (orti) display. There was no patient injury.

Event description:
It was reported that, pre-operatively, the external monitor was not recognized by the hugo system, despite the team following all the necessary steps. The team connected the external monitor to the tower's dvi output before attaching the tower's three power cables and turning it on. Additionally, they ensured the external monitor was turned on and set to the correct source when powering on the tower. However, despite meeting all these conditions, to resolve the issue the process still required 10 minutes of power-up time, 10 minutes of power-down time, and an additional 10 minutes of power-up time, resulting in a total loss of 30 minutes for an external monitor with an output validated by medtronic, after turning off the robot, unplugging the cables, reconnecting the dvi cable and network cable. The team suggested that this issue could be resolved if hugo's tower featured a plug-and-play system to detect the monitor at any time, along with a larger operating room team interface (orti) display. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.